Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump stopped working and the blood glucose level was high. Insulin injections were administered. The customer could not recall why the pump stopped working. The customer was found unconsciousness and was transported to the hospital. The customer's hospital papers state that the customer had glucose psychosis, hyperglycemia (700 mg/dl), seizures, non-ketonic coma and kidney problems. The customer was discharged on (B)(6) 2017 with the reported issues resolved. The customer had memory loss, dizziness and required a wheelchair/walker. As the events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.